Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the complaint for z6ms error message during tee exam was investigated. However during the investigation, the reported error could not be reproduced. All the manufacturing and diagnostic tests passed. Therefore, this issue was deemed as a no trouble found case. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia was undergoing a transesophageal echocardiography (tee) procedure. While the doctor was imaging with the probe, the transducer prompted a usacquisitionh2_40 error. The doctor removed the transducer and reinserted another transducer to continue and complete the tee. It wa also reported that the ultrasound system was not rebooted but was replaced with a similar but different system. There was a delay of 10 minutes while a replacement transducer was obtained and boot the ultrasound system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.